Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason on unknown date with blood glucose of unknown. Customer stated that the insulin pump had insulin pump error. Customer reported they were able to clear the alarm. Customer stated they are able to rewind the insulin pump. Customer was perform self test and displacement test and it was pass. It was unknown that if the insulin pump was in auto mode at the time of the incident. The device will not be returned for analysis.